Event description:
Healthcare professional reported, surgeon attempted adjustment 3 months after port replaced. Documented that needed to 'turn' the port around to access it. Confirmed flip at next adjustment appointment (a month later). Follow-up findings: the access port will be returned after it is removed when surgery is scheduled.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been explanted nor received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. If it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. No additional info has been reported to allergan regarding the serial number. See related medwatch report #2024601-2014-00138. Device labeling addresses the reported event of displacement as follows: "caution: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments". "Access ports have been reported to be "flipped" or inverted. If you initially see an oblique or side view on x-ray, then either reposition the pt or the x-ray equipment until you obtain a perpendicular, overhead (0 degree) view. Targeting the port for needle penetration can be difficult if this orientation is not controlled". "Caution: the access port must be securely fastened to the pt's rectus fascia with all four of the stainless steel anchors firmly embedded in the pt's fascia. If this is not achieved, the access port may become loose and inaccessible for post-operative adjustments, thus requiring revisional surgery".